Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 5 unopened units for analysis. 1) photo check received from the customer: it is a nurse's drawing of what they looked like. 2) measurement of staple check (from the returned stapler): no abnormalities were found in the measurement of staples. 3) visual inspection of the returned staplers: no abnormalities were found in the visual check. 4) staple release and remove check: no abnormalities were found in the staples and its function. Released staples were removed correctly. 5) reproducibility test: staples were not deformed like the drawing. The staple is different from the drawing. Reproducibility was not observed. Reproducibility was observed when staples were removed by remover upside down. The staple shape looked similar to the nurse's drawing. 6) production record sheet check: no abnormalities were found in the record sheet. As the result of the investigation, no problem was found with the production record and measurement values of components including staples. According to staple release and remove check, staples were released and removed without any problem and stapling function worked properly. From one the reproducibility tests, reproducibility was observed when staples were removed by remover upside down. The staple shape looked similar to the nurse's drawing and staples were just like what describes in the complaint, "as being deep and somehow bent". It is likely that end user used remover wrongly and removed staples by remover upside down. However, there was no information of remover what the end user used. Final conclusion: although the results of the closed samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
510k exempt. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with manipler skin stapler. The client reported that the patient's wound was closed with staples at the end of the operation on (B)(6) 2021. There were no problems when inserting the staples as usual. However, on (B)(6) 2021, there had been major problems getting the staples removed from the patient's knee. There was a lot of swelling in the patient's wound area and it had to be anesthetized. The staples have been described as being deep and bent. The doctor have difficulties to remove them and eventually they had to be cut.